Manufacturer narrative:
The na electrode lot number is ayf with an expiration date of 23-sep-2025. It was noted that the sample probe was coated with gel. The investigation is ongoing.

Event description:
There was an allegation of questionable na electrode results for 4 patient samples on a cobas 8000 ise 1800 module. Patient 1: the initial result was 132.2 mmol/l with a data flag. The repeated result was 138.5 mmol/l. Patient 2: the initial result was 131.6 mmol/l with a data flag. The repeated result was 138.9 mmol/l. Patient 3: the initial result was 131.3 mmol/l with a data flag. The repeated result was 138.3 mmol/l. Patient 4: the initial result was 133.5 mmol/l with a data flag.. The repeated result was 142.3 mmol/l.

Manufacturer narrative:
The field service representative checked all nipples and tubings, performed recalibration, performed cleaning's, and replaced the sample probe. The issue was not resolved, but the customer did not allow further service actions to be performed. The investigation did not identify a product problem. The investigation determined the issue was consistent with a pre-analytical handling problem.